Event description:
The recipient reportedly experienced electrode extrusion, and a small wound. The recipient underwent revision surgery on september (B)(6) 2022.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly not explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed and has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly able to wear the device off ear and is doing well. The recipient is reportedly still experiencing some pain. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced a severe infection and abscess. The recipient's device was explanted on (B)(6) 2022. The recipient was reimplanted with another advanced bionics cochlear device on (B)(6) 2022. The recipient is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.